Event description:
On (B)(6) 2023, it was reported by a sales representative via sems-06058613 that an ar-8330h shaver handpiece is leaking out of the back of the casing. It was involved in a case. Patient was not affected.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. (Internal housing o-ring) the evaluation confirmed the reported event, on 10/16/2023, it was reported by a sales representative via sems-06058613 that an ar-8330h shaver handpiece is leaking out of the back of the casing. It was involved in a case. Patient was not affected." And attributed it to normal wear and tear due to the age of the device.